Manufacturer narrative:
The device was returned for analysis. The reported premature activation was able to be confirmed. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint handling database identified no other similar incidents from this lot. The investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that inadvertent mishandling resulted in the noted stent sheath kink and the noted partially separated strain relief causing the distal sheath to slightly retract from the base of the tip and inadvertently prematurely expose the stent. Based on the reported information and results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported when removing the absolute pro self-expanding delivery system from the packaging it was noted that the some of the stent had partially been released; however, was not flowered. Another unspecified device was used to complete the procedure. There was no patient involvement and no clinically significant delay in the procedure. No additional information was provided.